Manufacturer narrative:
The insulin pump was received with blank display due to broken connector. The device was received with cracks at the display window corner, cracked battery tube threads, scratches on the lcd window, cracked at the reservoir tube lip and cracked end cap. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call blank display, high blood glucose and low blood glucose. Customer's blood glucose level went as low as 45 mg/dl and as high as 522 mg/dl. Customer treated their blood glucose level with manual injections when the device stopped working. Troubleshooting for blank display was performed. Customer received an alarm and when they cleared the alarm the device went blank. Troubleshooting was unable to resolve the issue and the display remained blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.